Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported, "a state in which piccs are repeatedly inserted into a corona patient who has been managed for about 100 days using sherlock 7.8 times alternately on the left and right due to hematoma or the like. Recently, hematomas were found in the bilateral axillary veins. There is no problem in the thoracic cavity. Every time I insert it, I use sherlock and pull out the stylet to the tip of the catheter, and I think that there is no deviation because the stylet is bent on the rubber wire recommended by the manufacturer to prevent the tip from shifting. He said that he did not feel any resistance because he inserted it in a bicep state to smooth the axillary vein."